Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was several brief episodes of ventricular oversensing. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was inhibition of pacing and short ventricular intervals were frequently seen on the right ventricular (rv) lead. The lead was reprogrammed and remains in use.